Event description:
According to pt, he awoke at home to find his PICC missing. PICC line could not be located among bed linens. Pt. Admitted to ER where it was eventually determined that PICC line was in pulmonary artery. Pt admitted to angio for catheter retrieval. Procedure successfully completed 1/22/99.